Manufacturer narrative:
Section d4 gtin of the initial medwatch report indicates: blank. Section d4 gtin of the initial medwatch report should indicate: (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The reported issue was discovered during a patient event. A back-up device was present but unnecessary, as ems arrived on-scene with their device and took over patient care. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that the on/off lid latch had been knocked off of the upper case shaft which prevented the device from powering on when the on/off button was pressed. Once the on/off lid latch was properly reconnected, the device could be powered on.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The reported issue was discovered during a patient event. A back-up device was present but unnecessary, as ems arrived on-scene with their device and took over patient care. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The reported issue was discovered during a patient event. A back-up device was present but unnecessary, as ems arrived on-scene with their device and took over patient care. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information about the patient and the event; however, no response has been received.